Event description:
It was reported that the artificial urinary sphincter (aus) was not working and a leak was suspected. A revision surgery was performed and it was noticed that the prb was full but the pump was totally flat. The deactivation button was pushed and held for 30 secs which filled the pump up. The pump was activated and cycled but it would not refill, it was staying collapsed and no fluid would come back into the pump. The pump and balloon was removed and replaced and everything was working great. Patient left with successful outcome. There were no patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) was not working and a leak was suspected. A revision surgery was performed and it was noticed that the prb was full but the pump was totally flat. The deactivation button was pushed and held for 30 secs which filled the pump up. The pump was activated and cycled but it would not refill, it was staying collapsed and no fluid would come back into the pump. The pump and balloon was removed and replaced and everything was working great. Patient left with successful outcome. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with this component. The functional testing of the balloon revealed that the pressure was below the specification for this component. Based on the information available and analysis results, the pressure issue identified in the balloon could have caused or contributed to the reported clinical observation of the pump refill problem.